Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent that the stent was damaged on the distal end with stent struts pushed proximally and lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous left anterior descending artery. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.